Event description:
It was reported that when the patient increases stimulation it then subsides. It was reported the patient had some results from the device including less urine when catheterizing and getting up less during the night. It was also noted that the patient had a yeast infection, but was working with a urologist to resolve it. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# va00u3p, implanted: 2012-(B)(6), product type lead, product ID 3889-28, lot# va00u3p, implanted: 2012-(B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2012-(B)(6), product type extension. (B)(4).